Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12 and fault ID 0x2071, which was resettable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to put the pump into storage mode before returning it, and a replacement pump with updated software was sent, ensuring continued insulin delivery while using the current pump until the new one arrives.